Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, visibility/palpability.

Event description:
Healthcare professional reported "breast asymmetry, pain in the right breast area. The examination revealed a change in the shape of the breast, a change in density, and pain during palpation". Breast magnetic resonance imaging (MRI) was routinely performed which confirmed the right implant rupture. Device has been explanted.

Event description:
Healthcare professional reported "breast asymmetry, pain in the right breast area. The examination revealed a change in the shape of the breast, a change in density, and pain during palpation". Breast magnetic resonance imaging (MRI) was routinely performed which confirmed the right implant rupture. Device has been explanted.

Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of rupture, pain and visibility/palpability requested on sep 10, 2024. With lot number 2760778 and catalog n-tsm345: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.